Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#:(B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 06-dec-2009, UDI#:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving morphine (20mg at 6.72762 mg/day) via an implantable pump for unknown indications for use. It was reported that during routine pre replacement dye study, the catheter could not be freely aspirated. The decision was made to replace the catheter at time of pump replacement. The pump and catheter were explanted/replaced on (B)(6) 2021.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.